Event description:
It was reported by the customer that the pyxis medstation es system displayed a drawer failure icon on the screen, even after fixed the drawer failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawers failed. The field service engineer verified and retested all the tower doors and no other findings are available. The system functioned as intended after the field service engineer verified the device.